Event description:
It was reported that during a previous visit, this cardiac resynchronization therapy defibrillator (crt-d) was found to exhibit farfield oversensing on the right atrial (ra) lead. It was noted that the patient had recently been implanted with a concomitant device. The device was reprogrammed and successfully resolved the oversensing. During the current visit, the crt-d was observed to be undersensing the ra lead. Technical services (ts) was consulted and provided programming optimization recommendations. No additional adverse patient effects were reported. The crt-d and ra lead remain in service.